Manufacturer narrative:
1. DHR/bhr review lot#4080076 1-the products of this batch were assembled (B)(4) in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found at the sample. Please refer to attachment for the test reports. Conclusion(s): no abnormalities are found in the process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
** Customer provided the following information: 1) due to blood contamination, the real thing is not baoc, and there are no pictures and videos 2) batch: 4080076. 3) undamaged. 4) the device was not used for multiple punctures. 5) yes, a syringe was used to inject fluid through the device. ** no additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd unknown leaked on (B)(6) 2024, after treating a patient with an IV indwelling, it was discovered that the back of the indwelling needle was leaking at the end of the needle, and the needle was later replaced with a new closed IV indwelling needle, which caused discomfort to the patient for 2 infusions.